Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned.

Event description:
Country of complaint: utd.arab emir. It was reported that there was bowel anastomosis leakage.

Manufacturer narrative:
Samples received: there are no samples or more information available. Analysis and results: the novosyn reference involved in this case is not known. As no reference is available, the batch manufacturing records could not be checked. Final conclusion: without samples or reference-batch we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any more information is received in the future, we will re-open the case and analyze it. Please note that when no samples nor reference-batch are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.